Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue medication. A technical support specialist remotely accessed the system and asked the user to recreate the issue. User demonstrated the problem and informed that only a few units were present in the cubie. Advised the user to contact staff responsible for cycle counts to confirm the correct item quantities. After verification, the user attempted to issue medication again and experienced no further issue. She confirmed five units remained after dispensing one. Recommended performing a cycle count again with the correct amounts to ensure accurate inventory in the cubie. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000 the time limit had crossed which caused the screen to freeze. The user was unable to issue the kayexalate susp. 15gm/60ml as the system recognized that they had pulled it before. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.